Manufacturer narrative:
Investigation summary: review of customer data showed possible false positives due to proximity to positive control (carry-over). External controls worked as expected. Technical information was given to the customer to help assist with this issue. Customer communicated issue had been resolved. Root cause: unable to determine, possible technique issues causing carry over from positive control. Source: phone.

Event description:
Customer reporting 1 false positive sars patient result. Customer is questioning the result as the sample tested with a lower CT value than the positive control for the assay. Confirmation testing was not completed for the sample.